Event description:
It was reported that the patient had a couple of inappropriate shocks due to t-wave oversensing via a change in the intrinsic morphology. Both shocks happened in the same episode. The sensing vector at the time of the shocks was set to the primary vector. The clinic brought the patient in for testing. The sensing vector has now been reprogrammed to the alternate vector. There were no additional adverse patient effects. The system remains implanted.